Event description:
It was reported that the patient was experiencing prolonged charging of ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction suspected. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred two weeks ago from the date the manufacturer became aware of the event.